Event description:
The manufacturer received information alleging over heating at top of an rep dreamstation avaps30 device. The device was not known to be in use on a patient at the time of the occurrence. The rep dreamstation avaps30 device was returned to the manufacture's third-party service center for evaluation, and technician found pca was burned. The device will be sent to the product investigation lab (pil) for further evaluation.